Event description:
It was reported the patient received the following results within 15 minutes: (B)(6) 2022 at 6:17 pm 487 mg/dl,(B)(6) 2022 at 6:17 pm 169 mg/dl,(B)(6) 2022 at 6:30 pm 218 mg/dl,(B)(6) 2022 at 6:32 pm 140 mg/dl.